Manufacturer narrative:
B3: event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's lead has high impedances and the ipg was nearing end of life. Surgical intervention was undertaken and the lead and ipg was explanted and replaced.